Event description:
Upon opening the kit, clinician noticed it contained a triple lumen PICC catheter, instead of a single lumen PICC catheter, as indicated by the lid-stock. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened kit for investigation. Visual inspection of the returned kit revealed the catheter provided was a 3-lumen, 6fr 50cm catheter. However, per the bill of materials, the catheter provided in this kit should be a single lumen, 4.5 fr 50cm catheter. The returned catheter body measured 20 3/16" which is not within the specification of 20 11/16" - 20 15/16" per product drawing. A device history record review was performed with no relevant findings. The report of an incorrect catheter was confirmed through examination of the received sample. Based on the customer description and the sample received, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Upon opening the kit, clinician noticed it contained a triple lumen PICC catheter, instead of a single lumen PICC catheter, as indicated by the lid-stock. No patient involvement reported.

Manufacturer narrative:
(B)(4).